Manufacturer narrative:
Event date is approximated since true event date is unknown.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure using a 33mm device without complication. A complete seal was noted. The patient presented for 45 day follow up transesophageal echocardiogram (tee) and a thrombus was noted to the face of the device. Anticoagulants were continued. The patient presented again 3 months post procedure for a computed tomography scan for which the thrombus still remained on the device, along with a thrombus to the non-bsc tavr valve. Complete seal was still observed at this time. The patients medication was changed to warfarin and will follow up at a later date.